Manufacturer narrative:
Additional information was received that symptom of redness was noted. The infection was believed to be not device or procedure related. The patient was prescribed antibiotics and was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56 cm; model #: sc-4319, lot #: 20123507, description: clik x MRI anchor the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the implant site. The patient underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the implant site. The patient underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the sc-1200 (B)(4) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the implant site. The patient underwent an explant procedure.